Event description:
Caller reportedly received the following results on a compact plus, compared to a professional meter, within 10 minutes: 170 mg/dl (compact plus) and 85 mg/dl (doctor's meter). No adverse event reported. Return of the suspect device was requested for evaluation.